Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed no deliver. Customer's blood glucose was 341 mg/dl. Customer stated she was experiencing high, treated, and blood glucose went up higher. Customer was unsure if she filled cannula dead space after removing introducer needle. Customer fill tubing was 0.0 on days she had blood glucose. Customer was advised to monitor the device. Last blood glucose was 450 mg/dl. Customer's blood glucose was initially 341 mg/dl, treated, and it went up to 371 mg/dl. During lunch it was 342 mg/dl. Displacement test was performed and device passed. No further information reported.